Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/23/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The black box showed the dates of (B)(6) 2015. No evidence of short battery life was observed in the available data. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had damaged threads and the coin slot was worn. Evidence of moisture corrosion was observed in the battery compartment and on the battery cap. The cap was unable to fully tighten on to the pump; however, the cap was used for investigation with no power loss. The pump¿s current draws were within specifications. The pump passed a leak test. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint was not duplicated during testing. Unrelated to the initial complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.